Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the wireless recharger (wr) quit working yesterday. The patient said the wr worked fine last week, but yesterday it was unresponsive. The patient put the wr on the dock but it did nothing, and the battery indicator light never started blinking. The patient plugged the dock into a different outlet but the wr remained unresponsive and would not charge or power on. During the call, agent had the patient check the dock connection and they confirmed the power indicator light on the back of the dock was solid green. Thus, no issue was found with the dock or wr cord. The issue was not resolved. A request was sent to the repair department to replace the wr.

Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 29-dec-2021, UDI#: (B)(4). H3: analysis of the wireless recharger [s/n: (B)(6) found that the led's scroll continuously, the device is unresponsive. The flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.